Event description:
Caller stated that she sought medical attention on (B)(6) 2023 around 3:00am at home. Caller stated that she tested her blood glucose with her prodigy meter and received a result of 500mg/dl. A normal result for that time of day is usually around 344mg/dl. Caller then took 35units of their novolin and some other medications. Caller that stated over the span of 2 hours they did not feel any better so they pressed the button on their life alert to contact the paramedics. Caller stated that she drank some broth while waiting for paramedics. When the paramedics arrived about 10 minutes later, they tested the caller with their meter and it read 59mg/dl. The paramedics also performed a bgt with the prodigy meter at the same time and the meter read 464mg/dl. The paramedics gave the caller pudding and orange juice but the caller's bg levels were not raising. They then gave the caller glucose through an IV. The paramedics performed another bgt on their own meter and it read 270mg/dl. Caller was not transported to the hospital. Caller was using expired prodigy test strips, she was educated to never use expired product. No additional information was provided.